Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 234mg/dl. The customer's levels had been as high as 483mg/dl. The customer treated the high with bolus. The customer states they had not conducted set change to try and resolve alarm. The customer states they had site issues and irritation. The customer was advised on ways to avoid irritation and advised to conduct set change and monitor the device.